Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a lot of force is required to press the wake button in order to activate the pump display. The customer's blood glucose level was not provided. Reportedly, customer continued to use the pump for insulin therapy.